Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam the manufacturer previously reported on this device in MDR 2518422-2021-05139. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a dreamstation device's sound abatement foam became degraded and caused the patient to be diagnosed with an oral melanoma. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.